Event description:
(B)(4). I started to experience horrific pains in my extremities to a point that I couldn't use my arms, hands or legs at times. I had hair falling out like crazy, gal bladder removed, migraines, forgetfulness, jumbled speech sometimes, extreme fatigue, heavy painful periods, rashes and itchy skin. Weight gain. I was told I probably had the on-set of ms or fibromyalgia.